Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime test, and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to confirm motor position encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test due to motor error alarms. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. Unit received missing end cap sticker.

Event description:
It was reported that the customer received a motor error and no delivery alarm. The customer's blood glucose level was 227 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.